Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the operating room for normal device change out. Noise on the ra and rv lead were observed. Decrease impedance, low sensing and increase capture thresholds were observed on the rv lead. The ra lead revealed increase thresholds. Noise was not reproduced on both leads. The leads were explanted and replaced. The procedure was completed successfully without adverse consequence to the patient. The patient was noted to be stable before, during, and after the procedure.